Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, after confirming that the single port (sp) instrument arm drape of arm #2 was securely attached, the right plastic continued to detach. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sp instrument arm drape for failure analysis investigation. The accessory was analyzed and the findings did not replicate or confirm the customer reported event. The accessory was installed on an in-house system, and all four sterile adapters were successfully installed without any detachments issues or error messages. The accessory passed recognition and engagement. During installation, all four magnets were correctly place on the in-house system, and the cannula adapter passed without any issues. Visual inspection showed no tears in the drape and no damage to the drape ring. The accessory was fully functional. No product issue was identified.